Manufacturer narrative:
Investigation summary: one photo was provided. The photo shows a needle assembly with the plastic shield, the tip of the needle goes through the plastic shield wall. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the silicone to fix it after that a plastic hub is assembled. In this case the needle either was bent or not properly placed inducing that the needle went through the plastic shield and not detected in the next processes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 8052980 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: root cause is due to nip line assembly. Rationale: CAPA not required at this time.

Event description:
It was reported that the needle 25x5/8 rb ns experienced the needle point penetrated through the shield prior to use. The following information was provided by the initial reporter: material no: 303010 batch no: 8052980. Needle perforated through safety cap.